Event description:
It was reported that approximately 142 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, mechanical loosening, polyethylene wear, synovitis, osteolysis, and effusion. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Correction: please disregard initial report as this device was logged and reported in error.